Event description:
It was reported the menu screen/lower display of the epg (external pulse generator) has vertical lines running through it. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lcd (liquid crystal display) was missing segments. The battery contacts were also found to be compressed, the battery drawer missing, the upper and lower case halves damaged, the ring cover contaminated, and both bails and the ring bent.